Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (blank screen) issue. The reporter stated that the display screen was blank even after removing, reinserting and changing the battery many times and with multiple different batteries. The reporter stated that the pump had audible tones and vibrations, and that when the display was on, the history showed a call service alarm 054-0000 dated (B)(6) 2007 12am that had occurred four times. The time and date on the verify screen had been correct, and the patient had been able to rewind, load, and prime the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 04/21/2014. Device evaluation: the device has been returned and evaluated by product analysis on 04/04/2014 with the following findings: the pump booted with audio, vibration and a dim screen. Product analysis was unable to duplicate reported "blank" screen. The battery cap was not returned with the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.